Manufacturer narrative:
(B)(4). (B)(6). Device was manufactured july 17, 2017 ¿ july 19, 2017. The device was received for evaluation with approximately 104ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor could not be primed. This occurred before patient use. There was no patient involvement. No additional information is available.